Manufacturer narrative:
The device was received for evaluation. During functional testing, the device turned off without user input. A review of the event history log revealed multiple 'improper shutdown' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to a battery contact pin which was depressed due to a dried liquid substance. The back flex battery contact pin requires cleaning to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off without input. This occurred upon power up in the neonatal intensive care unit. There was no patient involvement. No additional information is available.